Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: reported event was unable to be confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 113764 bio-mod hum head 44diax17mm unknown, 113575 comp fx hum pos sleeve 7mm unknown, 414994 small dia cement plug 10mm unknown, unknown stryker implex cement. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01654.

Event description:
It was reported that patient under went an initial shoulder hemiarthroplasty for a fractured shoulder and was subsequently revised due to pain, reduced range of motion due to non union, loosening and tendon tear one (1) year six (6) months post primary implantation. Surgeon noted superior glenoid wear and original fracture did not heal from the primary surgery. No additional information is available from the event.